Event description:
The doctor reported the implant was removed due to failure to osseointegration approximately 3 and a half months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. No significant findings were reported during the implant removal surgery. The patient has since recovered.